Event description:
The complainant contacted leica biosystems and the following information was documented: "poor staining concerns of biopsies. Customer states concerns of poor staining that are not seen on other tissue processors..., biopsies are only impacted. Peloris is used specifically for biopsies; fatty specimens are also processed on this unit no issues with embedding or sectioning. No impact to patient diagnosis. Tissue was reprocessed at a different lab for diagnosis...". On 03 june 2022, the assigned leica senior applications specialist-pathology (fas) visited the customer site to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the "...the gi biopsies range in size from 0.2 x 0.1 x 0.1mm - 0.6 x 0.1 x 0.1 mm. Per leica peloris tissue size recommendations for xylene processing, this size tissue should be processed on a 1-2 hr xylene protocol..." The fas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from multiple "factory 4 hour xylene standard" processing runs comprising 5-20 cassettes executed in either retort a or b, with the start and end times detailed as "3:30pm" and "runs over night. Ends at 7:00am" respectively. The fas also documented that the affected patient tissue samples had been re-processed using an [another tissue processor] located in the laboratory. The specific regimen used to re-process the affected patient tissue samples was not provided. On 16 june 2022, leica biosystems melbourne received clarifying information from the fas that the affected patient tissue samples ranged in size from 0.2 x 0.1 x 0.1cm - 0.6 x 0.1 x 0.1cm rather than 0.2 x 0.1 x 0.1mm - 0.6 x 0.1 x 0.1 mm as initially documented; the sub-optimal processing of patient tissue samples reported in this complaint occurred on (B)(6) 2022 and had been identified "multiple times prior to (B)(6) 2022".

Manufacturer narrative:
The information provided details that the sub-optimal processing of patient tissue samples reported in this complaint occurred on (B)(6) 2022 and had also been identified "multiple times prior to (B)(6) 2022" from tissue processing runs executed using the "factory 4 hour xylene standard" protocol. The tissue type and sizes of the affected patient samples processed in the affected tissue processing runs were "gi biopsies" and 0.2x0.1x0.1cm - 0.6x0.1x0.1cm respectively. Section 8.2.1 of the leica peloris/peloris ll user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for a portion of the size(s) and types of the patient tissue samples being processed. Specifically, a "factory 4hr xylene standard" protocol is not appropriate for processing "gi biopsies" with sizes 0.2 x 0.1 x 0.1 cm - 0.6 x 0.1 x 0.1 cm.